Event description:
The customer reported the battery is dead and can no longer be boosted. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.